Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 5000p from heartsine technologies, (B)(4) on 27th september 2011. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 25th january 2012 and that it had performed to specification up to the 7th april 2013. On the 10th april 2014, the device failed a self-test during a manual power cycle, due to a low battery. Immediately after the weekly auto self-test on the 29th january 2017 the device begins to record multiple manual power ups of ten minutes in duration and of a continuous nature. Multiple manual power ups of mainly of ten-minute duration would suggest the device was switching itself on. The device was disassembled to investigate. Upon visual inspection of the pcba, capacitor c9 was found to be bulging but not vented. This would suggest the capacitor had failed. The functionality of the circuit is tested at heartsine, therefore, it is concluded that the component failed after dispatch. Samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.